Event description:
At about 1 year and 11 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 febr 2025: lot 2101660: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2021-03-30. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with no similar reported event during the period of review.